Event description:
The customer reported line and lead fault messages despite trying new cables and leads. There reported that there was no impact to pt care.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service could not confirm the reported line fault or lead fault messages. They examined the device logs and found not error messages. They subjected the device to diagnostic testing and vibration, but there was not indication of ECG faults or noise. The investigation identified a secondary finding of intermittent ECG noise. The cause of the ECG noise was the connection between a cable and its connector (result code) on the preamp circuit board assembly. Removal of the connector and soldering the cable directly to the circuit board per the present process resolved the noise issue.